Manufacturer narrative:
Investigation is ongoing. This report will be supplemented following investigation completion .

Event description:
The customer reported to olympus that the camera head cable malfunctioned. The issue was found at preparation for use for a diagnostic procedure. Per the report, cable malfunctioned led to image flickering. There was no patient harm or injury reported due to the event.

Event description:
It was reported the camera head cable malfunctioned. The issue was found at preparation for use for a diagnostic procedure. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. Corrected data: b5 and h6 component code. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as inspection found flickering image, the center of the image shifted to the bottom and loose adapter was noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), precautions against frozen or lost endoscopic image(warning) ¿ if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. - never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. - never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. The cause of the reported issue could not be identified because the details of the problem could not be confirmed. The cause of the image to flicker was caused since the cable was malfunctioning. The cause of the adapter was loosely fixed, resulting in image misalignment. Olympus will continue to monitor complaints about this device.